Manufacturer narrative:
(B)(4). The sample was not returned. The root caused is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.